Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to a shorted q1 current-controlling transistor on the bedside pca board. The root cause for the shorted q1 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) pt called zoll customer support to report that his battery charger was not detecting his battery packs. The pt was issued a replacement battery charger/modem.